Manufacturer narrative:
The reported complaint of device tip breakage is inconclusive. The reported device has not been returned to conmed for evaluation and it was indicated it had been discarded by the facility. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU it also advises the user of preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. The IFU also advises the user to inspect all instruments for damage prior to use. Ensure the anchor is properly seated on the driver tip prior to and during implantation. Avoid lateral loading while inserting the pressft and genesys pressft suture anchors. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the np211h, pressft¿ flex 2.1, with one no. 2 (5 metric) hi-fi suture, hip (1 white/black) lot 1033718, that the orthopedic specialty hospital ("tosh") recently experienced on (B)(6) 2020 during a hip arthroscopy labral repair. Information received indicates that upon insertion of the anchor, we noticed the tip of the inserter stayed in the hole with the anchor. It appeared to have broken off the inserter at the weld. The anchor held in place. The surgeon tried momentarily to remove metal driver tip, but determined it would do more damage trying to remove. The broken piece was in held in place and the doctor was confident it would not come loose. The procedure was completed with no reported delay. To date, the patient did not require any additional medical treatment. No further information was made available. This report is being raised on the basis of injury due to the broken tip that was left secured in the patient.